Event description:
The customer reported the touch screen was physically damaged when ventilator fell over during transit due to improperly secured. The customer reported there was no patient involvement.